Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B) (6), 2010 alleging inaccurate readings on their one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to contact lfs to obtain further clinical information. The patient mentioned on the morning of (B) (6), 2010 at around 9:30am, he tested his blood glucose and obtained the following readings 180 mg/dl, 150 mg/dl and 160 mg/dl less than 20 minutes from one another. Immediately after testing, the patient developed symptoms of feeling weak, sweaty, anxiety and almost passed out. The patient took his usual dosage of medication and did not seek any further medical attention or contact their physician for assistance. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The products were replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, a "normal" reading for the patient, and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the elevated readings, he immediately developed symptoms suggestive of hypoglycemia.